Event description:
It was reported at approximately 17:10, following standard operating procedures, a PICC line was inserted into the patient¿s right upper extremity at the subclavian vein. After completing the invasive procedure and connecting the distal connector, backflush confirmed blood return. While performing routine catheter flushing, fluid leakage was observed at the puncture site; the cause remained unclear. While slowly withdrawing the catheter 1¿2 cm outward while infusing saline, water droplets were observed leaking from the 38 cm mark of the catheter, indicating a rupture. After reporting the incident to the head nurse, the catheter was removed, and a new catheter was inserted at a different site. The procedure proceeded smoothly, and the catheter was properly secured.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.